Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis confirmed that the programmer did not turn on and the circuit board was changed due to a burnt connector. In conclusion, the programmer was clinically out of specifications due to component failure. The programmer was repaired.

Event description:
Boston scientific received information that this programmer did not boot up properly. The programmer was returned and remains in service. No adverse patient effects were reported.